Event description:
It was reported that the pump will not hold a steady pressure and began to pump excessive fluid into the knee. There was no adverse patient consequences reported as a result of this event. No additional details are available at this time. Further patient information requested without success.

Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.